Event description:
It was reported by the customer that at the beginning of an oral facial procedure, leakage was observed coming from the handpiece. The handpiece was exchanged with an identical handpiece the account had on hand. There was no reported change in the procedure. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech observed visual evidence that a fluid had leaked from the handpiece. The handpiece is to be repaired and returned to the customer.